Event description:
It was reported that during implant procedure, this pacemaker was noted to exhibit high out of range pacing impedance measurements on both right ventricular (rv) and right atrial (ra) leads. However, when pacing system analyzer (psa) testing was done on the leads, results showed the impedances to be normal. The physician opted to remove the device and replaced it with a new device which successfully resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information in regard to patient demographics. At this time, no further information is available. Should additional information become available this report will be updated.